Event description:
There was no patient involved in this event. This device malfunctioned because it was reported to be switching itself on automatically. A device switching itself on automatically, if left undetected could result in battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer on (B)(6) 2009 and performed to specification up to (B)(6) 2013. There is no evidence within the history of the device or during testing to indicate the device was switching itself on. During initial testing the device would not power on and there was no response from the status led. Investigation confirmed a fault with the returned pad-pad from lot a1420. The pad-pak appeared to be overheating. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.